Manufacturer narrative:
A review of system data was performed and found no issues with the system that would have caused the burn.

Event description:
Patient had white markings on underarms indicating burns.